Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event was attributed to insufficient impact strength of the inner threaded rod. Corrective action was implemented to improve the strength of the inner rod.

Event description:
The end cap is missing from the introducter. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.